Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that thrombus occurred. The patient had a 30mm watchman laa closure device implanted in (B)(6) 2014. One month after implantation, thrombus was observed on the device. The patient was on clopidogrel and aspirin, so because of this event, clopidogrel had been discontinued. Falithrom had been prescribed for 3 months with a follow up transesophageal echocardiogram (tee) scheduled. In (B)(6) 2015, the tee performed did not identify any thrombus. At a six month follow up in (B)(6) 2015, a new thrombus was detected on the device during a tee. The medication was changed and the patient was recommended to have another tee follow up in six months. In (B)(6) 2015, the patient had another tee and a new thrombus was detected on the device. The medication was changed and another follow up tee is six months was recommended. No further patient complications were reported.